Event description:
It was reported that following open heart surgery, the lead had loss of capture, loss of sensing, and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.